Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event which led to hospitalization on (B)(6) 2024 at 08.00 am. Event occurred after one day of use of infusion set. Patient was hospitalized for less than 24 hours. Blood glucose levels were reported to be 33 mmol/l during hospitalization. Patient reported symptoms of vomiting, excessive thirst, and extreme pain cramps. Ketone levels were reported to be 5.4 mmol/l. Patient was given intravenous insulin at the hospital. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.